Manufacturer narrative:
(B)(4). Method: the complaint rt219 adult bi-level inspiratory heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Our analysis is also based on the additional information provided by the hospital. Results: visual inspection revealed that part of the returned breathing circuit had melted and deformed. The heater wire and the temperature probe clip were pressed onto the melted tubing material. The hospital reported that the subject breathing circuit was used on a patient for at least 48 hours. It was also confirmed by the hospital that the breathing circuit was covered with a pillow the entire time it was used on the patient and that the patient was laying on that pillow. A lot check revealed no other complaints of this nature for lot number 150728. Conclusion: based on the results of our investigation and additional information provided by the hospital, the reported fault was due to the pillow that covered the subject breathing circuit and the patient laying on that pillow. Our user instructions specifies in the warming section "do not cover the circuit with materials such blankets, towels or bed linen". No patient consequence was reported as a result of this incident.

Event description:
A hospital in (B)(6) reported that the tube of an rt219 adult bi-level inspiratory heated breathing circuit allegedly melted while being used on a patient. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt219 adult bi-level inspiratory heated breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) that the tube of an rt219 adult bi-level inspiratory heated breathing circuit allegedly melted while being used on a patient. No patient consequence was reported as a result of this incident.